Event description:
Pt, status post multi-level prodisc-l (l4-l5, l5-s1) from 2002 ide, contacted synthes and stated discs were placed too deep and crooked. Implants have not been explanted. This pt is a participant in an ide and experienced this event post approval. This is the sixth of six reports for this event.

Manufacturer narrative:
Devices were not explanted. Synthes is unable to determine the mfg site or mfg date without a part number and lot number. G5: subject devices were part of an ide. H3, h6: no investigation could be performed and no conclusion could be drawn as no part number or lot number were provided. Post ide study, as part of the us launch of prodisc-l, a thorough training program for surgeons and sales consultants was established. Surgeons and sales consultants must complete the training program prior to participating in prodisc-l total disc replacement surgery.